Event description:
Reporter alleged discrepant blood glucose results of 364 mg/dl back to back with a result of 148 mg/dl when testing was performed 5 minutes apart on the compact plus system. The location of the testing was not provided; however, customer stated taking normal medications. As a result of the comparision, no actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact plus system: meter and compact test strip drum lot number 20653741 with an expiration date of 03/31/2008.

Manufacturer narrative:
The suspect product is the compact test strip drum.